Event description:
It was reported that the patient was experiencing weakness and extreme pain in his legs. It was also reported that the patient had an epidural hematoma under his head. In turn, the patient's scs system was explanted on (B)(6) 2013. Since being explanted some of the weakness has subsided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.